Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred while utilizing an xlung kit 230 shortly after a patient was put on extracorporeal membrane oxygenation (ECMO) support. The perfusionist was unsure if the leak was coming from the arterial pigtail or from the temperature probe port of the oxygenator. When the perfusionist tightened the pigtail, the leaking stopped. However, there still appeared to be blood around the temperature port. While inspecting the temperature port, it became very loose. The perfusionist had to tape the port to the membrane to prevent it from falling out. To resolve the reported issue, a new kit was primed and used. Estimated blood loss due to the event was not provided. There was no known patient injury or harm due to the event. The sample was not reported to be available for evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: d4 plant investigation: the complaint sample was not returned to the manufacturer for evaluation. Investigation of similar complaints revealed small cracks in the oxygenator housing (temperature port). All oxygenators are tested for leaks during in-process controls. It is possible that cracks may subsequently occur in the temperature port during transport or handling. However, the connection may have been loose as the description indicated that the leak at the connection of the arterial pigtail (recirculation port) stopped after tightening it and the connection at the temperature probe port appeared to be loose. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation confirmed there were no non-conformities during the manufacturing process that could be related to the observed failure. There was one listed quality event on the batch which was unrelated to the reported problem. Based on the available information, a cause for the reported event could not be established.

Event description:
Additional information was received upon follow-up. The leak was coming from the arterial pigtail at first, but there was also leaking from the temperature port. There were no leaks during the priming, but the priming was completely quickly because the patient was put on ECMO support immediately. All connections were confirmed to be secure prior to use of the kit. A known compatible temperature probe port was used with the kit. The arterial pigtail was also a known compatible component. There were no alarms from the novalung console. There was barely any blood lost as they were able to seal the leaking port. It was confirmed there was no serious injury or harm due to the blood loss. A photo of the leak at the temperature port was provided for review.

Event description:
Additional information was received upon follow-up. The leak was coming from the arterial pigtail at first, but there was also leaking from the temperature port. There were no leaks during the priming, but the priming was completely quickly because the patient was put on ECMO support immediately. All connections were confirmed to be secure prior to use of the kit. A known compatible temperature probe port was used with the kit. The arterial pigtail was also a known compatible component. There were no alarms from the novalung console. There was barely any blood lost as they were able to seal the leaking port. It was confirmed there was no serious injury or harm due to the blood loss. A photo of the leak at the temperature port was provided for review.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.